Manufacturer narrative:
The investigation, including root cause determination is in progress. Event problem: codes provided by the MFR. This report mailed in to FDA on: 07/13/2007.

Event description:
Site reported undercorrections. Upon review of data provided by the physician it was determined that his pt exhibited a - .25 diopter undercorrection and a 2 line decrease in bcva at 3 months post-op in the left eye. This report is for the left eye. The right eye will be reported under MFR report #1061857-2007-00375. Add'l info has been requested.